Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced vomiting. The cgm was alerting and reading 70 mgdl and the blood glucose reading was 967 mgdl. The patient was transported to the hospital and at the hospital, the bg was 556 mgdl while the estimated glucose value (egv) was 180 mgdl. The wearable was removed and the patient was treated with intravenous (IV) insulin and recovered after treatment. The patient was discharged from the hospital on saturday (B)(6) 2024. At the time of the report, the patient was already okay. There was no documentation of further medical evaluation or intervention. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c and d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.